Event description:
It was reported that the patient's atrial lead was capped due to an unknown reason. The patient's condition was unknown.

Event description:
Additional information received noted that the lead was capped due to insulation damage. This was noted prior to generator exchange procedure.

Event description:
Additional information received noted that the lead was capped due to insulation damage on (B)(6) 2023. This was noted prior to generator exchange procedure.